Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code corrected from f26 no health consequences or impact to f2303 medication required and f2203 imaging required.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2024. The patient was discharged. During a routine six (6) months follow up computed tomography (CT) scan a device related thrombus (drt) was noted. As the findings were based on CT scan, a transesophageal echocardiography (tee) is planned for the next outpatient visit for further evaluation. There was no patient injury. No further information was available at the time of this report. It was further reported that the patient medication changed from xarelto to lixiana, with continuation of anticoagulant therapy. The thrombus was located on the closure device screw; the morphology of the thrombus was laminar. The limbus looked slightly longer. On (B)(6) 2025 a repeat tee was performed and disappearance of the drt was confirmed; there was no changes in the closure device position or any leak was observed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2024. The patient was discharged. During a routine six (6) months follow up computed tomography (CT) scan a device related thrombus (drt) was noted. As the findings were based on CT scan, a transesophageal echocardiography (tee) is planned for the next outpatient visit for further evaluation. There was no patient injury. No further information was available at the time of this report.